Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after lunch while using the ilet with dexcom, with a documented fingerstick glucose of 61 mg/dl following a meal announcement and a recent switch from lyumjev to insulin lispro; the user also inquired about changing the dexcom low alert threshold and expressed concern that insulin delivery continued during the low, and was informed that the ilet suspends delivery when glucose is trending down. Symptoms included hypoglycemia without loss of consciousness or need for medical intervention. Outcomes included no hospitalization and no additional therapy beyond routine self-management. Investigation included user education on dexcom alert configuration and referral for review of insulin change and potential reset. Investigation of this case revealed that the cause of hypoglycemia remained unclear, with no evidence of device alarms or malfunction, and with the device expected to suspend insulin when glucose declines. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.